Event description:
It was reported that during service and repair pre-testing, it was observed that the cone on the attachment device had excess heat. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The locking mechanism was disassembled; and the two springs for the lock tabs had failed and were not pushing on the lock tabs to secure cutters. It was observed that both springs were both out of place; while one was deformed and the other one was completely gone. It was determined that the cause for the springs to come out of place was possibly due to the handpiece being run without a cutter. The assignable root cause was determined to be due to user error, abuse and possibly misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.